Event description:
The customer reported to philips healthcare that the heartstart mrx "presents a noise and displays a message that it does not have a precision charge" and that "the battery is not charged". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.